Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed dried blood and contrast present throughout the distal lumen and balloon. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall. The longitudinal tear was 2mm long and 4mm from the proximal edge of the distal markerband. Magnified inspection of the balloon material at the edges of the tears presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous proximal left circumflex (lcx) artery. The 15mm x 3.00mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was inflated to 16 atms during the first inflation. During the second inflation, the balloon ruptured at 20 atms. The procedure was completed with another 15mm x 3.00mm nc quantum apex balloon. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous proximal left circumflex (lcx) artery. The 15mm x 3.00mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was inflated to 16 atms during the first inflation. During the second inflation, the balloon ruptured at 20 atms. The procedure was completed with another 15mm x 3.00mm nc quantum apex balloon. There were no patient complications reported and the patient's status is good.